Event description:
The surgeon inserted a plate collamer lens model cc4204bf. The lens was stuck in the injector and the lens tore during insertion. The cause of the lens damage was unknown. The lens was inserted and removed without patient injury. The model and lot numbers of the cartridge and injector used were unknown.